Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head displayed a camera head communication error e224. There were no reports of patient harm.

Event description:
It was reported the camera head displayed a camera head communication error e224. The reported malfunction was discovered during preparation for an unspecified procedure. A similar device was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information was received from the customer; therefore, section b5 has been updated to reflect the additional information provided. Sections d8, d9, g3, h2, h3, h4, h6, and h11 have been updated to reflect the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable is split and leaky. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, which is expected or random without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.